Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 601 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting, dizziness, chest pain. Shortness of breath and feeling lethargic. The patient reports their continues glucose monitor readings are not matching finger stick values. The patient reports her doctor will be switching her another continues glucose monitor that the patient can use with an application on their cellular phone. In addition, the patient reports receiving a pod communication alarm during operation. Once at the hospital the patient was treated intravenous fluids as well as an insulin drip and potassium. The patient was in the hospital for 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.